Event description:
It was reported that a vns pt's device had been disabled due to lack of efficacy and that the event was believed to be due to the pt's progressive dementia. The pt's clinic notes were received, which described events of worsening depression, increased anxiety, suicidal ideations and events of dyspnea, two of which led to emergency room admission, while receiving vns therapy. The clinic notes indicate that the pt's pre-vns medical history was significant for each of these events, though their relationship to the pre-vns baseline is unk. Diagnostics performed on the pt's device prior to device disablement indicated proper device function. The clinic notes also state that many of these events were proceeded by and related to medication changes and adjustments. The pt's treating vns therapy physician does indicate in these notes that "my impression is pt is slightly better than at start of study, moderately ill." Good faith attempts for additional info have been unsuccessful to date.